Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the buttons on the battery handpiece/modular are functionless. The device was returned to the customer after repair. No further information was provided. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received. Device was repaired and returned to the customer. A review of the device history records has been requested.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.